Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 379 mg/dl. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Performed the high pressure twice and the test failed. Advised that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.